Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient underwent a knee fusion procedure utilizing an orthopedic salvage system fusion nail. Subsequently, the patient will be revised due to the set screws backing out. The surgeon wants to convert the fusion back to a hinged knee so the patient will have some motion. No revision procedure has been reported to date.